Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# va03dt9, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported the patient had a power on reset (por) condition. It was noted the patient¿s device had not worked since the patient had a CT scan. It was reported the patient saw the por after changing the programmer¿s batteries.